Manufacturer narrative:
The device was manufactured 09/21/2018 ¿ 09/22/2018. Two actual samples were received for evaluation. Visual inspection revealed the fill ports were cut where the customer likely drained the contents on both samples. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling both bags with water which revealed a leak at the spike port cap from the spike port of both samples. The reported condition was verified for the two returned samples. The cause of the condition could not be determined. This issue is being further investigated. The third sample was not received; therefore, a device analysis could not be performed for the third sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the spike port area. The leaks were discovered in the compounding room. There was no patient involvement. No additional information is available.